Manufacturer narrative:
Evaluation: as returned, there is what appears to be wear on the condyles. Some of the engraving is still visible on the inferior side; however, the lot number is no longer legible. There are also two embossed holes on the inferior side that correspond with the screw holes in the baseplate. Review of the device history records was not possible as the lot number required for retrieval was unavailable. There is no indication that design or manufacture contributed to this outcome.

Event description:
It is reported that the device was implanted in 2001. Post-op, the device was revised in 2007, due to possible cyst at the point of the screw of the tibia.